Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, implant rupture. Device has been explanted and replaced another manufacturer's device. This relates to the right side.

Event description:
Physician reported implant rupture. Device has been explanted and replaced another manufacturer's device. This relates to the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on april 16, 2025, with lot number 2964721. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.